Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient experienced gallbladder issues. Imaging indicated that the trial lead was pressing on a nerve root. The trial was stopped and the symptoms resolved when the leads were removed. There have been no reports of further complications regarding this event.